Event description:
The customer obtained a non-reproducible, higher than expected vitros phbr quality control result (biorad level 3 result >80 g/ml vs. Expected result = 65.0 g/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros phbr quality control result was obtained while using the vitros 5600 analyzer. Patient samples were not reported to have been affected. An ocd field engineer performed service actions to the rate/cm incubator subsystem and performed related adjustments. Performance testing following service verified that the equipment was returned to expected operation. There is no evidence that the vitros phbr slides had malfunctioned. The assignable root cause is an instrument related issue.